Manufacturer narrative:
No injuries or medical intervention was reported. No additional patient information was provided. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. The device has not been returned to the manufacturer. The product has been identified as an affected product in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
An alleged complaint was reported that a patient felt heat from the plugger and now is feeling discomfort with the tooth.